Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (540 mg/dl) for the past few days. Reportedly, the customer may have been running high due to new medication the customer recently started taking. Correction bolus via the pump and manual injection were used to address bg level. The customer's bg level was 235 (mg/dl) at the time of the report and the customer declined to perform troubleshooting with tandem technical support. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.